Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h2, h3, h6. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior and yellow biological tissue. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported right side "textured implants. Device has bee explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and patient¿s concern of the product.

Event description:
Healthcare professional reported right side "deflation" and exchange from textured to smooth due to the patient¿s concern of the product. Device remains implanted.